Event description:
It was reported that the rapid atrial pacing (rap) display for the external pulse generator (epg) had missing segments. It was indicated that it would be returned for repair. There was no patient involvement.

Event description:
It was reported that the rapid atrial pacing (rap) display for the external pulse generator (epg) had missing segments. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the rapid atrial display was missing lines or segments and attributed it to the interconnect flex being intermittent, that the connection where the liquid crystal display flex plugged into the interconnect flex was intermittent. Analysis also found that the upper and lower cases were broken and that the serial number label was damaged. (B)(4).